Event description:
It was reported by a physician that he has had multiple patients who have experienced urinary retention with multiple manufacturer's slings including the retroarc sling. No further information could be obtained from the reporting physician regarding the individual retroarc events. No further complications were reported in relation with the events.